Manufacturer narrative:
Device function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Insulin pump received with scratched lcd window, crack reservoir tube lip, crack battery tube threads.

Event description:
Customer's mother reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was 547 mg/dl. During troubleshooting, device passed the high pressure test. After troubleshooting, customer will not be returning the device for analysis.